Event description:
A medtronic representative reported pulling patient exams from a planning station to the navigation system, using synergy cranial 2.2.6 and when the transfer completed, synergy cranial application exited and became unresponsive. In trouble-shooting, the medtronic representative re-launched the software and the exams transferred properly. There was no patient present when this issue was identified.

Manufacturer narrative:
The software logs were analyzed by engineering. The logs did not contain any conclusive evidence to indicate why the software exited.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern.software investigation not completed.